Event description:
It was reported that a screw failed to lock into a variable angle medial distal humerus plate. It was reported that the surgeon drilled a hole for the screw in a variable angle fashion, but the screw would not hold the plate in place. An lcp distal humerus plate had to be used instead. There was an approximately three minute delay to the case without injury to patient. Replacement is requested; part to be returned. This is report 1 of 2 of complaint (B)(4).

Manufacturer narrative:
Patient ID provided (B)(6). The investigation could not completed; no conclusion could be drawn, as the product is entering the complaint system. Device history record: the manufacturing documents were reviewed and no complaint related issues were found. Conclusion was indeterminate. Device was used for treatment not diagnosis placeholder.